Event description:
Customer reportedly results of lo and 195 mg/dl within 10 minutes on the same device. No action was taken based on device results. Last week the customer also received the following results within ten minutes on the same meter: 190 mg/dl, 185 mg/dl, and 530 mg/dl. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.